Event description:
The customer reported to olympus that the gastrointestinal videoscope air/water function was disrupted . The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogging of the air/water channel possibly stuck at the t-section between channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to h10 (which was inadvertently left off the initial report). The device was returned to olympus for inspection, and the customer's complaint was confirmed due to foreign material stuck inside the device. Device evaluation found the following: scope cover has a scratch, scope cover case unit has a scratch, due to wear of angle wire- the play of up/down(right/left) knob is out of the standard value, plastic distal end cover has a scratch, adhesive around objective lens has discoloration, adhesive around light guide lens has discoloration, adhesive on bending section cover has a discolored area, connecting tube has a wrinkle. The nozzle was removed and no material was found inside it. It is possible that some sort of material is clogging the channel and it is most likely stuck at the t section between air and water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.